Event description:
Pt's spouse reported that the pt's pump is not reading new cassettes and alerting "cannot start without cassette attached". Pt's spouse has tried to realign the cassette without success and after mixing another cassette, the same pump alarm alerted. Pt was directed to attach the new cassette to a working backup pump and the cassette attached without issue and the pt is infusing. The fault occurred while in use with the pt but it did not cause pt issues or clinical injury. The defective pump can be investigated upon pt return. The device was replaced and the pt did have a backup device they were able to successfully continue their life-sustaining infusion on and resolve the event. Pt's spouse reported the defective pump serial number is (B)(6).this is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current veletri dose is 8ng/kg/min.